Event description:
It was reported "safety failed to engage on product after the click confirmed that it should have been, causing needle to poke the nurse that administer product." Additional info. Received 12/27/2021: if any; what is the sample contaminated with? Accessed patient, patient blood drawn with this line, aralast medication given, and saline flushed. Was there any patient/administered harm reported? Yes, needle poke to nurse de-accessing patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "safety failed to engage on product after the click confirmed that it should have been, causing needle to poke the nurse that administer product."